Event description:
It was reported that the insulin pump alarmed failed battery test after battery changed. Customer's blood glucose was 280 mg/dl. Troubleshooting was done. Customer reported received failed battery test during the troubleshooting. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed failed battery test due to loose battery tube connector. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.